Manufacturer narrative:
(B)(4). The reported complaint of cuff leakage could not be confirmed based upon the investigation of the sample received. The customer returned one actual sample for investigation. During functional inspection, the cuff could be inflated and deflated, with no evidence of leakage. A device history record review was performed, and no relevant findings were identified. Based on the investigation of the returned complaint device, no issues were found.

Event description:
It was reported that"(B)(6) 2026, the doctor found cuff leakage when using on patient. Tube removed and changed to a new one. Patient is reported as fine."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that"(B)(6) 2026, the doctor found cuff leakage when using on patient. Tube removed and changed to a new one. Patient is reported as fine."